Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. The delivery system was not returned to edwards lifesciences. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate the ventricular perforation was attributed to the guidewire puncturing the ventricle. In addition, patient factors (previous radiation treatment) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our (B)(4) affiliate, the patient died from a complication of ventricular perforation during a transfemoral deployment of a 23mm sapien 3 in the aortic position. Post valve deployment the patient suffered a cardiac arrest with important hemopericardium. The patient was converted to an open procedure in an attempt to stop the hemorrhage. But it was not possible to identify where the ¿leak zone¿ (no annular rupture was found). Subsequently, the patient passed after implant. As per medical opinion, the event was not due to any edwards¿s device, but perhaps due to a perforation of the ventricle by the wire. As per follow-up, patient had previously received a radiation treatment.

Manufacturer narrative:
Reference CAPA(B)(4).